Manufacturer narrative:
(B)(4) ¿ undefined recurrence; urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent partial mesh partial removal of mesh on (B)(6) 2007 due to suture infected gu graft with mesh erosion. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and on (B)(6) 2007 and mesh were implanted into the patient due to stage ii cystocele and stress urinary incontinence. It is reported that the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal tissues and other injuries following the procedure. It was reported the patient has undergone additional surgeries and revisionary procedures, including a revision/removal surgery on (B)(6) 2006. It was reported that the patient underwent partial mesh partial removal of mesh on (B)(6) 2007 due to suture infected gu graft with mesh erosion. No additional information is provided at this time.